Event description:
A us distributor reported that a battery pack may have thermal damage.

Manufacturer narrative:
Device evaluation of battery been completed. The reported problem (battery pack may have thermal damage) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated due to thermal damage. The root cause for the thermal damage was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery.